Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy cable to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.

Event description:
The customer contacted physio-control to report that their device was not able to charge for defibrillation and therefore did not deliver defibrillation therapy. The patient associated with the event did not survive.

Manufacturer narrative:
Physio-control further evaluated the removed parts and contact damage and wear were determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device was not able to charge for defibrillation and therefore did not deliver defibrillation therapy. The patient associated with the event did not survive.